Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient has an active case of shingles and the lifevest is making it worse. Patient reported she has been itching so much that the skin is bleeding. There was no alleged device malfunction contributing to the irritation. The patient contacted his physician regarding the skin irritation, but there is no indication that the patients doctor made any recommendations. Follow up indicated that the rash had not improved after numerous follow up attempts.